Event description:
A pharmacist reported that a knife had no thread, interpreted as no cut performance, with unknown procedure or patient involvement. Additional information has been requested, but was confirmed to be unavailable.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A device history record review for both the identified knife and component lot numbers was conducted. An anomaly was found during the device history record reviews that did not contribute to the customer complaint. The product was released based on the manufacturer's acceptance criteria. A complaint history review indicates one additional complaint was associated with the identified knife lot. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested and confirmed to be unavailable. (B)(4).